Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), device dislocation ('migration') and escherichia sepsis ('e. Coli septicemia originating from an uti. She') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included menorrhagia and menstrual cycle abnormal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), escherichia sepsis (seriousness criteria hospitalization and medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, escherichia sepsis, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract infection and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, escherichia sepsis, fatigue, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), ), psych injury, urinary track infection and fatigue. If no removal planned, select reason(s:) medically unfit. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: mr received. Reporter's information added. Event:e.coli sepsis after ablation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), device dislocation ('migration') and urosepsis ('e. Coli septicemia originating from an uti. She') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included menorrhagia and menstrual cycle abnormal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urosepsis (seriousness criteria hospitalization and medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy vaginal laparoscopy assisted with salpingectomy scheduled date: (B)(6) 2021). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, urosepsis, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract infection and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and urosepsis to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), ), psych injury, urinary track infection and fatigue. If no removal planned, select reason(s:) medically unfit. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿e. Coli septicemia originating from an uti" was recoded to the meddra llt:urosepsis. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), device dislocation ('migration') and urosepsis ('e. Coli septicemia originating from an uti. She') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included menorrhagia and menstrual cycle abnormal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urosepsis (seriousness criteria hospitalization and medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy vaginal laparoscopy assisted with salpingectomy scheduled date: (B)(6) 2021). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, urosepsis, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract infection and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and urosepsis to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), ), psych injury, urinary track infection and fatigue. If no removal planned, select reason(s:) medically unfit. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract infection and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), ), psych injury, urinary track infection and fatigue.if no removal planned, select reason(s:) medically unfit. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 18-sep-2019: pfs received : this case was upgraded from other event to incident. Event injury was updated to pelvic pain. Following events were added: migration, menorrhagia (heavy menstrual bleeding), abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), psych injury, urinary track infection, fatigue and did not undergo essure confirmation test. Reporter information was updated.no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.